Manufacturer narrative:
A ge service representative performed an onsite investigation. The 12vdc power supply was evaluated and identified as requiring replacement. The component was indicated to be obsolete and the device was withheld from service. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system locked up and would not allow vertical lift or fluoroscopic control during use. No patient serious injury or death was reported related to this event.